Event description:
The customer reported there was arcing in the x-ray tube, then would not display an image on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and ordered a new x-ray tube, but no conclusion can be drawn as repair info is not available.